Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to dislocation. Patient showed up to dr. With a painful reverse shoulder. X-rays revealed a dislocated reverse, which could not be a closed reduced so an open reduction was booked. During surgery it was decided to remove liner and tray, but the stem loosened when removing humeral adaptor tray. A trial stem was inserted and a new tray/liner trailed. Once surgeon was happy the definitive implants were put in place, shoulder was reduced, and surgeon expects patient to recover well.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of loosening supporting ligaments and muscles, which allowed for dislocation. However, this cannot be confirmed as the explants were not available for evaluation.